Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient was experiencing unknown alarms. Log files were submitted for review and captured stable flows over the course of the data capture. Two self-tests were performed, and a high pitched then low-pitched sound were heard in clinic. The system controller was visibly dirty and had bite marks on the power leads. The backup system controller was exchanged.

Manufacturer narrative:
Section d6b: date of implant not applicable. Manufacturer¿s investigation conclusion: the reported event of unknown alarms and irregular noises while performing self-tests on the system controller was not confirmed; however, the reported event of a dirty black power lead with bite marks was confirmed via visual inspection. A review of the submitted controller event log files spanned approximately 12 days (28jun2025 ¿ 09jul2025 per time stamp). The silence alarm button was pressed several times on 09jul2025 at 11:07:11 and 14:37:58 without an associated alarm or fault active. There were no notable alarms active in the log file. The returned system controller, serial (B)(6), was functionally tested and was able to support pump function for an extended period of time. The black power lead had a small cut, and the strain relief was dirty and contained bit marks. Continuity testing revealed no anomalies in the power cables. After testing, when the controller was connected to a mock loop, and the cables were manipulated without resulting in alarms. Insulation testing was performed and passed without issue. The speakers were visually inspected, and no debris was observed. The speakers on the system controller were individually tested with a sound meter, while a self-test was performed on the controller, and were above the minimum decibel level per design. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported events cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all the system controller alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. No further information was provided. The manufacturer is closing the file on this event.